Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later noted that during a routine ICD change, lower impedance was noted when lead was pressed into the header block/setscrew area of the device. A loose set screw was suspected. The lead and device remain in use, but a full evaluation with opening of the pocket is being scheduled.